Event description:
It was reported by service report that the cot would not collapse to go into the ambulance. There was a broken extension spring not attaching to the head end left latch lever. There was pt involvement; however, no adverse consequences were reported.